Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that 8 months after this device was implanted, remaining longevity was 1.5 years. Boston scientific technical services (ts) was consulted and a review of the data noted high power consumption and, as such, device replacement was recommended. Review of device memory identified the presence of a higher-than-normal current drain condition. The expected power based on the device settings is approximately 55 microwatts, but this device has been running close to 200 microwatts. This is consistent with an anomaly in one of the integrated circuits. Additionally, the device had recorded several instances of noise on the atrial channel resulting in the inability to obtain impedance measurements. This issue also resulted from the identified anomaly. The caller inquired if device replacement could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. This device remains in service currently. No adverse patient effects were reported. It was reported that this device and the associated atrial and right ventricular (rv) leads were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that 8 months after this device was implanted, remaining longevity was 1.5 years. Boston scientific technical services (ts) was consulted and a review of the data noted high power consumption and, as such, device replacement was recommended. Review of device memory identified the presence of a higher-than-normal current drain condition. The expected power based on the device settings is approximately 55 microwatts, but this device has been running close to 200 microwatts. This is consistent with an anomaly in one of the integrated circuits. Additionally, the device had recorded several instances of noise on the atrial channel resulting in the inability to obtain impedance measurements. This issue also resulted from the identified anomaly. The caller inquired if device replacement could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. This device remains in service currently. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that 8 months after this device was implanted, remaining longevity was 1.5 years. Boston scientific technical services (ts) was consulted and a review of the data noted high power consumption and, as such, device replacement was recommended. Review of device memory identified the presence of a higher-than-normal current drain condition. The expected power based on the device settings is approximately 55 microwatts, but this device has been running close to 200 microwatts. This is consistent with an anomaly in one of the integrated circuits. Additionally, the device had recorded several instances of noise on the atrial channel resulting in the inability to obtain impedance measurements. This issue also resulted from the identified anomaly. The caller inquired if device replacement could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. This device remains in service currently. No adverse patient effects were reported. It was reported that this device and the associated atrial and right ventricular (rv) leads were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion, noise and the inability to obtain impedance measurements.

Event description:
It was reported that 8 months after this device was implanted, remaining longevity was 1.5 years. Boston scientific technical services (ts) was consulted and a review of the data noted high power consumption and, as such, device replacement was recommended. Review of device memory identified the presence of a higher-than-normal current drain condition. The expected power based on the device settings is approximately 55 microwatts, but this device has been running close to 200 microwatts. This is consistent with an anomaly in one of the integrated circuits. Additionally, the device had recorded several instances of noise on the atrial channel resulting in the inability to obtain impedance measurements. This issue also resulted from the identified anomaly. The caller inquired if device replacement could wait for two weeks. The ts consultant stated the power consumption is unpredictable so there is no guarantee the device will last until then. The consultant emphasized the need for lead testing when the device is explanted. This device remains in service currently. No adverse patient effects were reported. It was reported that this device and the associated atrial and right ventricular (rv) leads were explanted. A competitive replacement system was implanted. No additional adverse patient effects were reported.